Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload the cartridge with 80 units or more of insulin. There was no reported adverse effect to the customer's blood glucose level. Technical support instructed the caller to clean the pump's pneumatic tap area with an alcohol wipe or lint-free cloth, leading to a successful cartridge reload and resumption of insulin delivery.